Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found floating in the bd luer-lok¿ sterile, single use syringe once drawing up fluid. The following information was provided by the initial reporter: "we had a report of a 5ml syringe with black particulate floating once a fluid was pulled in." "Tech was pulling up contrast into a bd 5ml syringe, gad from a 2ml vile, and noticed a couple pieces of black floating in the syringe. She brought it to the attention of the lead, who instructed her to use a different size vile and lot for the contrast. No issues with second syringe."

Manufacturer narrative:
H6: investigation: four photos, a strip of top web from batch 1133615 and a loose 5ml syringe (p/n 309646) with customer attached needle were received. The photos showed a black speck of foreign matter on the syringe near the "2" numeral. The sample was visually evaluated post decontamination. The black speck was not present in the same location as the photo; however, a black speck of foreign matter was present on the stopper inside the fluid path of the syringe. Fourier transform infrared spectroscopy (ftir) analysis showed the particle to most likely be poly(isobutene) with spectra analysis being like that of the stopper material. Potential root cause for the foreign matter defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that black foreign matter was found floating in the bd luer-lok¿ sterile, single use syringe once drawing up fluid. The following information was provided by the initial reporter: "we had a report of a 5ml syringe with black particulate floating once a fluid was pulled in." "Tech was pulling up contrast into a bd 5ml syringe, gad from a 2ml vile, and noticed a couple pieces of black floating in the syringe. She brought it to the attention of the lead, who instructed her to use a different size vile and lot for the contrast. No issues with second syringe."